Event description:
It was reported during the procedure that there was an uneven graft thickness. There is no harm or delay reported. Due diligence is in progress and no additional information is available till date.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - taiwan.

Event description:
It was reported during the procedure that there was an uneven graft thickness. Skin graft was damaged and unusable requiring a new graft to be harvested. No delay was noted. Diligence is complete. No further information is available.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, b1, b2, d2, g1, g3, g6, h1, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h7, and h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. An image of a skin graft was provided that showed an incomplete skin graft with a middle strip. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to device design and manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.